Event description:
Clinician reported, surgery was performed (B)(6) 2010. Periodontal osseous regeneration procedure #31 lingual and mesial. The clinician used dyna graft d (demineralized bone matrix) purchased from keystone dental and calcium sulfate hemihydrate hydrated with 0.9% normal saline. Healing was uneventful. Patient presented on (B)(6) 2010, with complaint of "irritation and occasionally sore" #31 lingual area for 12-13 days. No other symptoms. The clinician reports that the exam revealed a 3mm fenestration in #31 gingiva lingual with exposed bone (necrotic) approximately 5mm apical to gingival margin. On (B)(6) 2010, exploratory surgery was performed finding fenestration associated with sharp osseous ledge lingual of #31 of the "well - lesion that was grafted on (B)(6) 2010. The graft had failed. The osseous wall lesion was curetted of granulation tissue and osteoplasty was performed reducing the osseous defect and eliminating the sharp bone edges.